Manufacturer narrative:
Batch review performed on 09 june 2021: lot 1910170: (B)(4) items manufactured and released on 2-jan-2020. Expiration date: 2024-12-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
23 days after the primary surgery the patient came in reporting pain due to sustaining a quadriceps strain. The cause of the development of the quadriceps strain is unknown. The surgeon sutured the patient's quadriceps and revised the poly. The surgery was completed successfully.